Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-06556. It was reported the pt has been experiencing inadequate coverage. It was also reported the pt has been experiencing rib stimulation. Reprogramming attempts were unsuccessful. X-rays were taken and revealed one of the pt's leads has migrated. The pt's doctor believes scar tissue may have caused the lead to migrate. The pt will be referred to a doctor to undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.